Manufacturer narrative:
(B)(4). There were no adverse consequences to the patient. The analysis results showed that one sc60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. After further analysis a clip was found jammed on the knife. The clip was removed and the device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device was used for the duodenum. The doctor waited for ten seconds after the third stroke of the first firing and lost his grip from the firing trigger. The doctor did not feel the knife return. The release button was very hard and could not be pushed. The jaw did not open. At this point, the doctor called the sales rep and the sales rep explained using the manual release lever on the phone. Although the manual release lever was pulled up, the knife was not returned and the jaw was not opened. The sales rep entered into the operation room to deal with the complaint. Although the manual release lever was pulled up properly more than ten times, the jaw was not opened. However, the indicator reacted to the manual release lever. When the jaw was checked, it was found that almost all cartridge drivers were up and the knife was at around the first scale mark from the proximal part. The doctor determined that the firing had been almost completed, so the tissue was pulled out from the jaw. As the tissue of the acral part could not be removed, the tissue was cut with a scalpel. The deployed staples were formed properly. Reinforcement material was not used. Another new device loading a blue cartridge was fired on the tissue. Moreover, additional suture was performed to reinforce the part of staple-on-staple with z suture just in case. There were no adverse consequences to the patient. The doctor commented that the firing had been hard.